Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip close cable was found to be broken at the proximal clamping pulley, visual inspection found grip close cable was loose at the grips tip. No cable was found to be damage at the distal end. An additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the cadiere forceps instrument cable was broken and would not fully open. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.